Manufacturer narrative:
The device was visually evaluated and confirmed to have the top jaw of the device broken free from the device. The broken portion of the jaw was returned for evaluation. The site of the break was evaluated via stereo magnification at 40x and the material was observed to have fatigued at the break site. The device was functionally tested and the device actuated smoothly with no issues. A review of the manufacturing documentation did not identify any issues with the manufacture of the device. No issues related to the manufacture of the device were identified. A review of the dfmea identifies the cause of the failure mode ¿loose jaw part in patient as misuse¿. A complaint history search has identified that no additional complaints are on file for this lot number for the reported failure mode. Due to the location of the break and the nature of the break the failure mode is identified to be customer misuse. No further action is required.

Event description:
It was reported that during a procedure using an elite pass suture shuttle with ratchet, the upper jaw of the device broke inside the joint. The piece was able to be removed and the procedure was completed successfully. There were no patient complications reported as a result of this event.